Event description:
It was reported that the image of the gastrointestinal videoscope became distorted when the forceps was inserted. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.